Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735943, serial/lot #: -, ubd: , UDI#: h3, h6: a manufacturer representative went to the site to test the equipment. In summary, the backup battery back was replaced and the system performed as intended. Codes fdm b01, fdr c02, fdc d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a ventriculoperitoneal (vp) shunt procedure. The following issues occurred. It was reported that the camera cart shut down when unplugged from wall power while main cart stayed on. Self-test showed 100% when connected to wall power. There were exposed wires on part of the cable. There was no surgical delay. There was no impact on patient outcome.